Event description:
Brushes have actually come off a couple of times in mid-brush - oral-b [device breakage] oral-b cross action brushes...looser fit [device connection issue] product counterfeit - oral-b [product counterfeit] case narrative: female consumer via e-mail reported that the oral-b cross action toothbrush heads were a looser fit and came off of her oral-b toothbrush handle, type 3764 mid-brushing. No injury was reported. On (B)(6) 2024 follow up via e-mail the suspect product lot number was 1081786000. The concomitant product lot number was r 843 40527. No injury was reported. 07-may-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
07-may-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brushes have actually come off a couple of times in mid-brush - oral-b [device breakage] oral-b cross action brushes looser fit [device connection issue]. Case narrative: female consumer via e-mail reported that the oral-b cross action toothbrush heads were a looser fit and came off of her oral-b toothbrush handle, type 3764 mid-brushing. No injury was reported. On 05-mar-2024 follow up via e-mail: the suspect product lot number was 1081786000. The concomitant product lot number was r 843 40527. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.